Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced high flow spikes with suspected pump thrombus on (B)(6) 2022. No pump thrombus has yet been confirmed, but a log file review was requested. The log file noted mostly pulsatility index (pi) events, as well a single isolated power elevation with the overall trending being unremarkable. The patient underwent procedure for resection of ischemic bowel. Computerized tomography (CT) scans of the brain/head revealed left frontal intraparenchymal hemorrhage with 12mm midline shift. Anticoagulation was reversed. Frequent neurology exams. Repeat of CT scans to assess hematoma. Thrombus was never confirmed. Hemorrhagic stroke in setting of supratherapeutic inr at time of presentation. No further information provided.

Manufacturer narrative:
The patient's ischemic bowel resection occurred in (B)(6) 2022 and was previously reported under MFR #2916596-2022-01200. This patient did not experience a stroke. The stroke previously reported was in regard to another patient and was reported for that patient under MFR #2916596-2022-10871. Manufacturer's investigation conclusion: review of the submitted log file confirmed an unsustained elevated power and flow event; however, a specific cause for the observed change in pump parameters could not be conclusively determined through this evaluation. The submitted log file contained approximately 4 days of data and captured an isolated elevation in pump power and estimated flow on (B)(6) 2022. The pump appeared to have operated as intended above the low speed limit and there were no other notable events captured. Per information later provided by the account, device thrombosis was ruled out through hemolysis markers. The patient is asymptomatic and is being managed at home as an outpatient. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction,¿ this section addresses all pump parameters including pump speed, power, flow, and pi. In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 6, ¿patient care and management¿ (under ¿pump performance monitoring¿), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was stable at home.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.